Event description:
Dealer states the joystick cable has a loose connector. Additional reportable malfunction for this device; (B)(6) is for positioning strap is broken. (B)(6) is for extension tubes are not holding and are in an unsafe condition. (B)(6) is for tilt harness has a short circuit. (B)(6) is for drive lockout switch has intermittent failure.